Event description:
A caller reported a malfunction on the pump, identified with malfunction code "malf 0" and fault ID "0x277d." There was no adverse impact to the customer's blood glucose level as their bg did not exceed the threshold. Technical support provided information on how to reset the pump, assisted the caller with the reset process, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears. There was no need for further assistance.